Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 for event site name, the full event site name: (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an errors on the unit. There was no harm or injury reported.

Manufacturer narrative:
Updated field: b4, e1 (initial reporter, event site email), g1, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation, investigation findings), h11. A getinge field service engineer (fse) unable to duplicate autofill alarm. All functional and safety checks completed to meet factory specifications.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h11. Corrected fields: e1 (initial reporter), h6 (medical device ¿ problem code). Due to character limitation in block e1: initial reporter full name: (B)(6).